Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that shortly after implant, the rv lead appeared to exhibit atrial signals, which suspects the lead may be pulled back. Chest x-ray was performed, and no anomalies were found. The next day follow up did not reveal anything wrong while testing through the device. There are no plans for revision or intervention. Patient was stable throughout, no symptoms reported.